Manufacturer narrative:
Additional information: manufacture date now provided in in appropriate field

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that monitor of the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The monitor was returned to the manufacturer for evaluation. Testing found that the monitor would not power on when power was supplied. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system monitor had no display. It was reported that the secondary monitor was functioning as designed. Restarting the navigation system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.